Manufacturer narrative:
The lead was in use for treatment. The lead remains implanted for approximately 15 years and therefore was not returned for analysis; as a result, the clinical observation (low impedance) cannot be confirmed. Qa is unable to review the device history records for this lead model as it is beyond oscor's record retention period, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. This lead is no longer manufactured. Oscor will continue to monitor this device for complaint trends. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity or new failure mode. A review of the qa permanent pacing lead final inspection procedure indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, use helix to connector pin as contact), measurement of "d" dimension on is-1 connector and tubing inspection is done. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. The pr flexion instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance.

Event description:
The customer reported the health care professional (hcp) wants to program ra lead to unipolar because they got better numbers in unipolar. They are at implant. Bipolar: ra lead <200, threshold 3 v. Unipolar was much better. Discussed can't program ra unipolar in ICD/crt-d. The chronic device was explanted due to a product performance issue. The available information suggests that this chronic ra lead remains in-service. Additional information received on november 22, 2017, the customer received information that this health care professional (hcp) contacted technical services. The patient was presented to the electrophysiology (ep) laboratory for a scheduled device replacement procedure. The hcp wanted to program the chronic right atrial (ra) lead to unipolar. In bipolar, the ra lead's pacing impedance was less than 200 ohms associated with an elevated ra pacing threshold of 3.0 volts. The diagnostic lead values were acceptable in unipolar mode. The technical service's consultant explained that the ra lead connected to an ICD device can't be programmed in unipolar mode. The chronic device was explanted. The available information suggests that this chronic ra lead remains in-service.